Manufacturer narrative:
Findings: broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. Motor error alarm during rewind due to out of phase motor encoder signal. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump is cracked around the reservoir compartment. Customer's blood glucose levels were not included in the report. Nothing further was reported.